Manufacturer narrative:
The reported reader ((B)(6)) was returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. A retained sensor was activated with the returned reader and the low glucose threshold in the alarm settings was set to 100 mg/dl. A linearity test was performed and a low glucose alarm was successfully activated, therefore this complaint is not confirmed. No malfunction or product deficiency was identified. Section d3 (email) and section g1 were updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and she "fell into coma for 4 hours". Emergency services were called and upon their arrival, a blood glucose reading of 36 mg/dl was obtained on hcp meter. Customer was diagnosed with hypoglycemia and treated with glucose via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and she "fell into coma for 4 hours". Emergency services were called and upon their arrival, a blood glucose reading of 36 mg/dl was obtained on hcp meter. Customer was diagnosed with hypoglycemia and treated with glucose via IV. There was no report of death or permanent injury associated with this event.